Event description:
Swelling of both knees [joint swelling]. Pain of both knees [arthralgia]. Case description: spontaneous report was received on (B)(4) 2013 from an orthopedist regarding a (B)(6) female pt, (B)(6), with gonarthrosis. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen and route of administration not provided. The lot number for synvisc was not provided. On (B)(6) 2013, the pt developed swelling and pain of both knees. The action taken with synvisc was not provided. On an unspecified date, the pt recovered from both the events. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician assessed the causal relationship between synvisc and both the events as definite.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.